Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the control and motor of the device were defective and he device had a sticky trigger. Therefore, the reported condition that the coil shorted and there was a defect of the battery housing was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer/drill device would not run, the motor was damaged, and the electronic control unit (ecu) was damaged. It was noted that the control and motor defective, very dirty, and the gearbox was blocked. It was further determined that the device failed pretest for trigger test, and functional test. It was noted in the service order that the coil shorted and there was a defect of the battery housing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.